Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display was dim and unreadable in a bright setting. It was reported that the issue had occurred gradually and was first noticed two months prior to the complaint date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the battery cap was found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.